Manufacturer narrative:
Electrode belt sn (B)(4) has not yet been recovered from the field. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would cause or contribute to the patient's death. Device evaluation of monitor sn (B)(4) has been completed at the distributor. The reported problem (patient death) was investigated. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the device, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2017 while wearing the lifevest. Review of the download data indicates that lifevest delivered three treatment shocks prior to the patient passing away. No details surrounding the treatment event were reported. The treatment event consisted of three treatment shocks. The first shock was delivered at 02:40:46 with the rhythm at the time of the treatment being vf and post-shock rhythm being sinus bradycardia at 50 bpm with motion artifact. The second treatment delivered at 02:45:22 was inappropriate. The rhythm at the time of the shock was svt at 180 bpm and post-shock rhythm being af at 80 bpm with motion artifact. The last treatment delivered between 02:47:20-02:48:38 was appropriate with the rhythm at the time of the treatment being vt at 180 bpm and the post-shock rhythm being bradycardia at 30 bpm with tactile artifact. Following the last treatment shock, the patient's rhythm remained in bradycardia at 30 bpm with returns of spontaneous cardiac activity before degrading to severe bradycardia at 20 bpm with 18 seconds of asystole and return of spontaneous cardiac activity. The response buttons were pressed earlier in the detection sequence of the second and third shocks but not immediately prior to treatment delivery. The response buttons functioned appropriately. The patient's rhythm was converted to a slower rhythm. The device was shutdown at 03:08:52, and the patient passed away on (B)(6) 2017.